Manufacturer narrative:
Result: damaged head-end siderail outer panel.

Event description:
It was reported by service report that the head-end left siderail outer panel was damaged. It is unk if there was pt involvement or adverse consequences to report.